Manufacturer narrative:
This product does not have an exp date. This product was evaluated in the field. Eval summary: this is a known issue and is associated with the above mentioned recall. The service tech was taking the monitor down when the right arm of the yoke broke. The yoke was replaced. This is a known product issue in which a failure occurs due to lack of weld on the pitch arm weldment. This is not a single use product.

Event description:
When the service tech went to the account to service another issue the right arm of the yoke detached. There was no reported pt involvement nor adverse consequences.